Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set. The customer states there was a leak. The customer's blood glucose level was 427mg/dl. The customer treated the high with bolus and set change. The customer had no delivery alarm. The customer states the alarm was resolved by complete set change. The customer was advised to monitor the device.